Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: eyepiece funnel is loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lens that, when coupled with the camera, does not hold and looks as if the head is worn out due to eyepiece funnel is loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, when coupled with the camera, the rigid scope does not hold, and the head was worn out. There were no reports of patient harm.